Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at "0" joules; "0" minutes of use, the side-firing fiber was noted to ¿not work¿. The fiber was not cleaned during the procedure. A second fiber was used and it was reported that the ¿fiber broke at the end of 4¿26" and 20,888 joules were used and 4 minutes of time expended. The fiber was not cleaned during the procedure. A third fiber was utilized to complete the procedure. Patient outcome: no injuries to the patient reported. This report is for the second fiber.